Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent that had been placed several months ago was scheduled to be removed during a stent removal and an ercp (endoscopic retrograde cholangiopancreatography) procedure in the duodenum performed on (B)(6) 2013. There were no issues with the device during the original placement procedure.according to the complainant, during the scheduled stent removal procedure, the physician noted that the stent had migrated out of the duct and caused a perforation in the opposite wall of the duodenum. The perforation was closed with 2 bsc clips and the stent was removed.the physician did not know when migration and perforation had occurred; however it was reported that the stent migration and perforation did not occur during the removal procedure. The patient did not present with any symptoms prior to stent removal. The patient's condition was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.